Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room due to lead dislodgement on the lv lead. Lead dislodgement was observed via chest x-ray and lead was turned off. Patient experienced phrenic nerve stimulation. Lead was repositioned and patient was stable and discharged.